Event description:
The customer returned the video system center to the service center for evaluation related to a separate issue. During testing, the service technician identified the device had loss of image and substance spilling inside printed circuit board (ex board). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the substance spilling inside printed circuit board could not be established. The worn-out latch on video connector led to no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.